Manufacturer narrative:
One sample returned for evaluation. Examination revealed a cut in the tracheal cuff body measuring .70mm in length. This type of defect is indicative of the returned unit coming in contact with a sharp utensil/ object. (B)(4).

Manufacturer narrative:
(B)(4). Pending receipt of sample for analysis. If sample is rec'd, a summary of the investigation will be provided in a supplemental report.

Event description:
Covidien rec'd a report that the tracheal cuff wen flat did not deflate properly. A nurse tested the bronco-cath cuff before use on a pt. Customer confirmed there was no pt injury.